Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. It was determined that quality controls were within range and there were no other discordant results. This event was isolated to one patient sample. The cause of the discordant, falsely low vancomycin result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low vancomycin result was obtained on one patient sample on a dimension vista 500 instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher. A new sample was obtained from the patient and run twice on the same instrument, also resulting higher. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.